Event description:
Related manufacturer reference number: 2017865-2021-35699. It was reported that the patient presented remotely via merlin. Net. Review of the transmission revealed that the right ventricular lead exhibited oversensing with r-wave decrease and capture threshold increase, and the atrial lead exhibited oversensing. During the repositioning procedure, it was noted that both leads had dislodged and there was evidence of twiddler¿s syndrome. The leads were explanted and replaced. The patient was in stable condition post-procedure.